Event description:
Customer claims that the alarm has power, but the alarm tone is intermittent when pressure is released from the sensor pad. No visual damage was detected. The unit was tested with new batteries. There was no pt injury reported.

Manufacturer narrative:
(B) (4). Results: eval for the returned product shows that the unit powered on and the alarm sounds correctly (not intermittently). The unit has no visual damage. The pre-recorded voice progressively breaks up as it plays. The custom voice message plays back with no problem. (B) (4).